Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("allergy: rash/skin condition"), amenorrhoea ("amenorrhea"), alopecia ("hair loss"), urinary tract infection ("uti"), fungal infection ("yeast infection"), depression ("depression,"), mood swings ("mood swings"), urticaria ("hives,"), dysgeusia ("metallic taste in mouth"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), cyst ("cysts,"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), arthralgia ("joint pain"), menstruation irregular ("irregular periods") and premenstrual pain ("boobs hurt around the time I m supposed to start") and was found to have weight increased ("weight gain"). The patient was treated with surgery (d & c). At the time of the report, the pelvic inflammatory disease, menorrhagia, back pain, dysmenorrhoea, dyspareunia, dermatitis allergic, amenorrhoea, alopecia, urinary tract infection, fungal infection, depression, mood swings, urticaria, dysgeusia, migraine, tooth disorder, weight increased, cyst, abdominal pain, pelvic pain, arthralgia, menstruation irregular and premenstrual pain outcome was unknown. The reporter considered abdominal pain, alopecia, amenorrhoea, arthralgia, back pain, cyst, depression, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, fungal infection, menorrhagia, menstruation irregular, migraine, mood swings, pelvic inflammatory disease, pelvic pain, premenstrual pain, tooth disorder, urinary tract infection, urticaria and weight increased to be related to essure. The reporter commented: received treatment for menorrhagia, allergy: rash/skin condition. Concerning the injuries reported in this case, the following one/ones were reported via social media reports: irregular periods and premenstrual breast pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: new reporter and events irregular periods and premenstrual breast pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("allergy: rash/skin condition"), amenorrhoea ("amenorrhea"), alopecia ("hair loss"), urinary tract infection ("uti"), fungal infection ("yeast infection"), depression ("depression,"), mood swings ("mood swings"), urticaria ("hives,"), dysgeusia ("metallic taste in mouth"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), cyst ("cysts,"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (d & c). At the time of the report, the pelvic inflammatory disease, menorrhagia, back pain, dysmenorrhoea, dyspareunia, dermatitis allergic, amenorrhoea, alopecia, urinary tract infection, fungal infection, depression, mood swings, urticaria, dysgeusia, migraine, tooth disorder, weight increased, cyst, abdominal pain, pelvic pain and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, amenorrhoea, arthralgia, back pain, cyst, depression, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, fungal infection, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract infection, urticaria and weight increased to be related to essure. The reporter commented: received treatment for menorrhagia, allergy: rash/skin condition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2019: pfs received: aka name added, reporter added, events added-amenorrhea, uti, yeast infection, pid, depression, mood swing, hives, metalic taste in mouth, migraines, dental problems, weight gain, cysts, hair loss, abdominal pain, joint pain, pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". In 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("allergy: rash/skin condition"), amenorrhoea ("amenorrhea"), alopecia ("hair loss"), urinary tract infection ("uti"), fungal infection ("yeast infection"), depression ("depression,"), mood swings ("mood swings"), urticaria ("hives,"), dysgeusia ("metallic taste in mouth"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), cyst ("cysts,"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), arthralgia ("joint pain"), menstruation irregular ("irregular periods"), premenstrual pain ("boobs hurt around the time I m supposed to start") and dehydration ("dehydrated") and was found to have weight increased ("weight gain"). The patient was treated with surgery (d & c). At the time of the report, the menorrhagia, pelvic inflammatory disease, back pain, dysmenorrhoea, dyspareunia, dermatitis allergic, amenorrhoea, alopecia, urinary tract infection, fungal infection, depression, mood swings, urticaria, dysgeusia, migraine, tooth disorder, weight increased, cyst, abdominal pain, pelvic pain, arthralgia, menstruation irregular, premenstrual pain and dehydration outcome was unknown. The reporter considered abdominal pain, alopecia, amenorrhoea, arthralgia, back pain, cyst, dehydration, depression, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, fungal infection, menorrhagia, menstruation irregular, migraine, mood swings, pelvic inflammatory disease, pelvic pain, premenstrual pain, tooth disorder, urinary tract infection, urticaria and weight increased to be related to essure. The reporter commented: received treatment for menorrhagia, allergy: rash/skin condition. Concerning the injuries reported in this case, the following one/ones were reported via social media reports: irregular periods and premenstrual breast pain. The following information was received from social media dehydrated. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- dehydrated. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.